Event description:
Unomedical reference number: (B)(4). Event occurred in belgium. On (B)(6) 2023, it was reported that the infusion set's tubing got detached at the tubing connector while swimming. The pump was located on the left side. The infusion had been used for one day. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.